Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product/provided pictures identified slight visible damage on the outer carton. Both inner and outer blisters are cracked. Sterility has been breached. The DHR was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. The condition of the device when it left zimmer biomet is conforming to specification. The root cause of the reported event can be attributed to transit damage. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the implant box was opened by the circulator who noticed a large crack in the implant plastic container holding the femoral implant. Both plastic cavities were cracked and the sterility was compromised. This implant was not opened up to the scrub nurse or back table. Another implant box of identical product was immediately opened and passed to the field. No time lost and no impact to the patient. Attempts have been made and additional information on the reported event is unavailable at this time.